Event description:
IV self-filled veletri pt. Pt reported they were recently hospitalized due to an issue with their central line. Date of admission, length of stay, or date of discharge is unknown as it was not provided. No additional details, dates, or information provided. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system.